Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed access site bleeding. The patient was in poor condition and the flow of the impella pump was reduced. The right ventricle was functional, but the groin was bleeding. The site of bleeding was the femoral access site of the impella cp. The patient received one unit of blood via transfusion; the patient's condition was described as stable thereafter. Additional information noted the patient expired on support the next day. Medical safety review of the event noted there is not enough information to associate use of the impella device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.